Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014. It describes the occurrence of ectopic pregnancy and device ineffective in a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. No information given on patient's history, past drugs, concurrent conditions or concomitant medication. On an unspecified date the patient had essure (fallopian tube occlusion insert) inserted for contraception. Patient had a confirmed hsg (hysterosalpingogram) on unspecified date. On an unspecified date the patient experienced ectopic pregnancy and device ineffective. No additional information was provided. Follow-up info received on (B)(6) 2014. After three follow-up attempts, no response received.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.